Manufacturer narrative:
(B)(4). Article citation: stuver, robert, et al. ¿first report of bilateral breast-implant associated anaplastic large cell lymphoma caused by identical t-cell clone.¿ leukemia & lymphoma, 2022, pp. 1¿4., https://doi.org/10.1080/10428194.2022.2092860. The events of "lymphoma-alcl and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Through journal article ¿first report of bilateral breast-implant associated anaplastic large cell lymphoma caused by identical t-cell close,¿ the authors reports patient who presented with "breast discomfort and left greater than right breast swelling". In addition, diagnosis of bia-alcl was reported, cd30 positive, alk negative. By immunohistochemistry and flow cytometry, immunophenotype of bilateral specimens was consistent with bia-alcl. Affected side is left. The device has been explanted.